Event description:
It was reported that the pump malfunctioned and the child received 90cc of formula over 1 hour instead of the ordered 18cc/hr/ngt.upon investigation it was noted that many nurses and the child's mother attended the alarming pump at different times. The cassette was removed, pumped, placed back into the pump, and the pump reset. (This occurred many times). The pump was not found to be defective.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.